Event description:
On 06/09/2009 the pt reported that in 2009, while training with the infusion device, using saline instead of insulin, she suffered a heart attack. She feels the infusion device caused the heart attack. She stated that while connected to the infusion device using saline she continued to use insulin injections. She began having issues breathing and she was taken to the hospital. She has not used the infusion device since the heart attack. She did not report experiencing blood glucose issues. Product was requested to be returned for eval.